Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of lead, it was noted that there was no capture threshold on the left ventricular (lv) lead. After further assessment in clinic, the physician decided to not perform any programming changes and monitor the lead. The patient was in stable condition.